Manufacturer narrative:
(B)(4).

Event description:
It was there was a motor stall. The motor stall was confirmed in event los with no motor stall recovery recorded. The motor stall occurred on 2014-(B)(6) at 12:12 and the patient presented to the emergency room on 2014-(B)(6). There was only one motor stall noted in the event logs. The patient was having seizures, tightness and "cloness." The pump was replaced on 2014-(B)(6). The cause of the motor stall was undetermined. The patient was receiving effective therapy at the time of report (2014-(B)(6)). The pump system was delivering gablofen.

Manufacturer narrative:
Analysis of the pump, model # 8637-40, sn (B)(4), found a gear train anomaly; corrosion, wear, or lubrication. The motor stall was due to the shaft bearing.

Event description:
Additional information received reported that the patient was hospitalized because the pump was failing and the patient was in baclo fen withdrawal. The patient was hospitalized until the pump was replaced. The reporter did not know if the gablofen dosage changed after the replacement.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l82369, implanted: 2000-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.